Event description:
It was reported that a malfunction alarm occurred with the pump, specifically showing malfunction 12 code. There was no reported impact to the customer¿s blood glucose level, as no specific values were provided or confirmed. The customer was assisted by technical support to reset the pump, but the malfunction persisted, prompting technical support to arrange for a replacement pump. Meanwhile, the customer planned to use an alternate method for insulin delivery. Additionally, the customer was guided on how to store the malfunctioning pump and instructed to return it using a pre-paid label within ten days.